Manufacturer narrative:
(B)(4). The absolute pro stent mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure to treat a lesion in the moderately tortuous, proximal superficial femoral artery, an 8.0mm x 80mm x 80cm absolute pro vascular self-expanding stent system (sess) was advanced via femoral access without resistance to the lesion and the stent was deployed without issue. The delivery system was withdrawn without resistance and post-dilatation was performed using an unspecified armada 35 balloon dilatation catheter (bdc). When advancing the armada 35 bdc further distally to perform dilatation in a lesion distal to the stent, though no resistance was felt against the stent, the balloon bent a stent strut on the implanted absolute pro and the stent appeared to possibly be fractured, but stent fracture was not able to be confirmed. The balloon dilatation distal to the stent was completed then the armada 35 was withdrawn through the stent and from the anatomy without resistance. Though the stent was not malapposed and was not shifted from its original target location, an unspecified stent was then deployed inside of the absolute pro to push the bent stent strut back against the vessel wall, completing the procedure. There were no adverse patient effects and though a delay occurred, it was not considered to be clinically significant. No additional information was provided.